Event description:
The user facility reported an 80-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The automated impella controller (aic) being used with an impella cp showed continuous alarm with air in system. The purge cassette was changed but the alarm continued and was not resolved until the pump was replaced. There was no known harm or injury to patient due to the issue.

Manufacturer narrative:
The impella pump was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The purge cassette was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. D.3 section revised as it was reported incorrectly on the initial manufacturer device report number 1220648-2023-04839. D.6a and d.6b added dates in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04839 was submitted. D.9 device return date was added as it was inadvertently omitted on initial manufacturer device report number 1220648-2023-04839. E.1 revised facility name and address line 1 as they were reported incorrectly on the initial manufacturer device report number 1220648-2023-04839. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-04839 and should not have been. G.1 revised MDR reporting contact email and manufacturing site fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04839 was submitted. H.3 revised to reflect device was returned as it was reported incorrectly on the initial manufacturer device report number 1220648-2023-04839. H.6 codes 2199 and 3221 were reported incorrectly on the initial manufacturer device report number 1220648-2023-04839. H.10 additional manufacturer narrative was reported incorrectly on the initial manufacturer device report number 1220648-2023-04839 as a device was returned.